Manufacturer narrative:
(B)(4). Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a nephroblastoma, cancer surgery, they noticed that the packaging of the tool was cracked on the side, so they couldn't use the tool. They finished the procedure with a spare one. No harm to the patient.

Manufacturer narrative:
(B)(4). Batch # p92c6d. Investigation summary: the analysis results found that a har9f device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.